Manufacturer narrative:
The pt received steroids and recovered on the same day.

Event description:
The customer reported the pt had surgery for treatment of meningioma of foramen magnum. The surgery was done in lateral position for 9-10 hours. After the surgery, it was found that the pt had swelling of pharynx. When emg tube was removed from the pt, swelling obstructed the pt airway. The doctor inserted tube again for maintaining the airway.